Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 402 mg/dl and current blood glucose value was 74 mg/dl. Customer treated with the pump. Customer stated currently blood glucose value showed 98mg/dl and he is fine. Insulin pump will not be returned for analysis.